Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When unpacking the taxus express2 2.5x20mm drug eluting stent, it was noted that a part of the stent was lifted up. The damaged device was exchanged for another taxus stent to complete the procedure. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device was received for review and no damage was noted. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. Visual examination of the returned unit found no issues with the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The root cause of this complaint could not be determined.